Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 8 mdrs filed for the same event (reference 1825034-2014-08710 / 1825034-2015-05049 - 05055).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient further reports pain, swelling and possible bursitis. Subsequently, patient reported having undergone a bone density scan which revealed cup loosening and a fracture. No revision has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received indicates that a revision procedure occurred on (B)(6) 2014 due to pain. During this revision procedure, it was noted that the acetabular cup and femoral stem were both well fixed and not loose as per previous bone scan result and there was no sign of infection. The modular head and acetabular cup were removed and replaced. Additional information received reported the patient was revised on (B)(6) 2015 due to infection. The head, taper, and stem were removed and replaced with cement spacers. Subsequently, the patient fell in to a coma approximately 24 hours after the procedure on (B)(6) 2015. No further information has been provided.